Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was determined that the cubie drawer was not detected on the bus. A field service engineer (fse) logged into the station and observed that drawers 3.1 and 3.2 were not appearing in the configuration. Fse opened the back cover, one light was found missing from the t-board. The station was powered off, the t-board was replaced, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not detected on the bus, and possible physical damage was due to a spill. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.